Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up over-the-phone and instructed the customer to clean the cup transfer position white block and run a cup transfer test. The aia-900 passed without any errors. No further action was required. The aia-900 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2016 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages, states the following: 4053 sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to a dirty cup transfer block.

Event description:
On (B)(6) 2018, a customer reported getting 4053 sorter-z home overrun error message on the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), estradiol (e2), and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.